Event description:
It was reported that the left ventricular exhibited loss of capture. Chest x-ray confirmed the lead had dislodged. The device was reprogrammed. The lead was explanted and replaced on (B)(6) 2014. All electrical measurements were good with the new lead. The patients condition was good.

Manufacturer narrative:
(B)(4).